Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the manufacturing record and shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report of this nature with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a tube fracture on the involved capiox device. During the unpacking from the carton in the hospital, it was noticed that the vent line was torn off respectively loose, during pre-treatment. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. Visual inspection upon receipt found that the sampling line tube had fractured at the joint with the oxygenator blood outlet port. There were no other anomalies, such as a crack, on the remainders of the device. Magnifying and electron microscopic inspections of the fracture cross- sections of the sampling line tube confirmed there was no anomaly on the surface that could have been a trigger of the generation of the fracture with no embedded foreign substance or entrainment of air bubbles in the material. The surface was in the smooth state on some part and in the rough state on the other part. On the smooth part some streaks were found to have been generated. Functional testing was conducted. The state of the fracture on the actual sample is experientially known to be consistent with the state when the tube has been damaged as a result of exposition to some shock force under a cold temperature. Review of the temperatures in germany from november 2017 when the actual sample was manufactured to april, 2018 when this complaint occurred found that the lowest temperature went down below zero in some months. With this information being taken into account, the reproductive test was performed with the test conditions being set arbitrarily. A test product sample, after having been cooled down to minus 10 oc, was dropped from 1.5m high in the state of packed in the box in the normal manner. As the result, the tube became fractured. There is no evidence that this event was related to a device defect or malfunction. Based on the state of the fracture surfaces of the actual sample and the reproductive test result, it is likely that the actual sample was cooled down due to a low temperature during transportation and/or due to the storage environment and that, in this state, it was subjected to some excessive shock force due to being handled inattentively during transportation or storage, resulting in the reported fracture of the tube. However, the exact cause of the reported event cannot be definitively determined based on the available information. It is possible, as a cause of this complaint, that the actual sample was exposed to shock force during transportation/storage. Ashitaka factory requested terumo europe office to inquire for this possibility and, as appropriate, instruct their local transport companies thoroughly to handle the products with the best care. The IFU states: do not use if the package or device is damaged (e.g.cracked) or any of the port caps are off.